Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, the lead advanced over the guidewire, however, the guidewire could not be removed from the lead. The lead and wire were removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was kinked. There was guidewire coating on the distal conductor of the lead. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated damage during use. The analyst noted that guidewire stuck in lead and could not be removed. Guidewire kink and coating damage were found. No lead conductor distort was observed. Anomaly is visible on the guidewire inside lead tip nose. Destructive analysis was performed and found the body tissue inside the lead tip nose appeared to lock the coil lumen causing guidewire stuck in lead. If information is provided in the future, a supplemental report will be issued.